Event description:
The CAPA is still in process; however, the following actions are being evaluated by the manufacturer, operators will be alerted to the following: final assembly: operators should coil units per "coiling book" instructions. Packaging clean room: operators should avoid misplaced units. Packaging gray area: operators should inspect units for set integrity. All burned units should be cut at grey area and rejected immediately. None of the burned units should be recycled to ffs at the clean room. Evaluate the form fill and seal machine speed by flex size to determine if it is according to the standard time established by engineering. Data will be collected during september and october months for engineering evaluation.

Event description:
When the b braun 3140 ultrasite horizon pump IV set was open by the nurse, the tubing was cut completely into.

Event description:
One sample was returned for evaluation, which was severed in two pieces. After examination, it was determined that this defect was a result of the tubing being caught in the seal at the time the product was packaged. A lot number was not provided so a complete historical review could not be performed. However, due to reports of this nature against other products, a corrective action/preventative action (CAPA) has been opened in co's facility to address this.